Event description:
It was reported via repair work order that the side rail could not remain latched due to damaged spindle bearing. It was also reported that the brakes could not hold due to worn brake cams. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.